Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07406, 2134265-2013-07407, 2134265-2013-07409, 2134265-2013-07410. It was reported that in-stent restenosis occurred. In july 2008, pci was performed to treat two target lesions located in mid rca (right coronary artery) and 1st rpl (right posterolateral). After pre-dilatation, the target lesion located in mid rca with reference vessel diameter of 3.00 mm, length of 24.0 mm, and visually 75% stenosis was treated with a 3.00 x 24 mm taxus express 2 stent. Post-dilatation was not performed. Residual stenosis became visually 0%. Timi-3 flow kept through the pre-index procedure. After pre-dilatation, the target lesion located in 1st rpl with reference vessel diameter of 3.00 mm, length of 20.0 mm, and visually 90% stenosis was treated with a 3.00 x 24 mm taxus express 2 stent and a 2.50 x 16 mm taxus express 2 stent without gap. Post-dilatation was performed. Residual stenosis became visually 0% . Timi-3 flow kept through the pre-index procedure. The patient was discharged without complications one day post procedure on bayaspirin and plavix. In october 2008, one taxus express2 stent was placed in the proximal rca and one taxus express2 stent was placed in the distal rca. In (B)(6) 2010, angiography confirmed restenosis in the mid (rca) and patient was hospitalized for five days. Three days from admission, target lesion revascularization was performed. At the time of event, the patient had no ischemic symptom. The 90% stenosed target lesion was an area of in-stent restenosis of a previously implanted stent located in the mid rca and was 15mm long and with a reference diameter of 3.00mm. The physician treated the lesion with implantation of a non-bsc stent. Following post dilatation, residual stenosis was 0%. An unspecified catheter balloon was also used during the procedure. In april 2011, a 3-year follow-up was performed and the patient had no symptoms of angina. In june 2013, a 5-year follow-up was performed and the patient had no symptoms of angina.